Manufacturer narrative:
The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that procedural factors (post dilation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, post valve deployment of a 26mm sapien 3 valve, in the aortic position, mild/moderate paravalvular leak (pvl) remained. A decision was made to post dilate, and the pvl was resolved; however, contrast was noted in the right ventricle. An echo showed a small fistula approximately 0.7 mm from the aorta to the right ventricle. The patient remained stable. It was decided to implant a second 26mm sapien 3 valve in order to contain the rupture. The second valve was implanted in the same position, but the result was ¿maintained¿. The patient is stable and under evaluation if surgical intervention will be necessary.

Manufacturer narrative:
The implant of the second valve did not resolve the rupture. The patient is stable and under evaluation if surgical intervention will be necessary.

Manufacturer narrative:
The patient passed away several days later, prior to receiving surgical intervention. Procedural cine images were submitted for review. The following observations and impression were made by an edwards physician proctor. Echo images, pre-op CT and 3mensio were not provided. Procedural cine: · heavily calcified annulus/leaflets · horizontal aorta · wire appears too deep in lv apex · no bav performed · valve across native annulus, wire in better position · nice slow inflation, valve deployed well and in good position · valve appears fully expanded, some ai seen with wire still across the annulus · post dilation with same ds · fistula confirmed. Appears to be below the right coronary artery (rca) in the right coronary cusp (rcc) · second s3 valve deployed within the first valve (viv) · fistula is unchanged post viv impression: unable to confirm annulus size and calcification as CT and echo images were not provided. However, 26mm s3 valve appears to be the correct size for a 530mm annulus. First 26mm s3 valve deployed well. Valve fully expanded and in good position. No fistula seen post valve deployment. Aortic insufficiency (ai) was seen with wire still across the valve; unsure if central is from the wire or pvl as echo images not provided. Would recommend removing wire from annulus before assessing ai. Bav (post dilation) seen x1. Intra-cardiac fistula shunt below rca confirmed after post dilation. Valve in valve (viv) performed with no change to the fistula. Would recommend selective angiogram to see where the fistula starts and possibly use a vascular plug or coils to close. Viv is not helpful in this situation as the fistula/perforation is on the sov wall.

Manufacturer narrative:
The patient did not expire. The patient is stable and being monitored for surgical intervention if necessary.